Event description:
Corrections - it was initially reported that the target lesion was situated in the saphenous vein graft to right posterior descending artery (pda) and correct anatomy location should have been saphenous vein graft to proximal right coronary artery (rca).

Event description:
(B)(4). It was reported post a percutaneous coronary intervention (pci) with stent implantation, stent restenosis occurred. The patient presented due to stable angina (ccs class 1) and was referred for cardiac catheterization. The target lesion was located in the saphenous vein graft to right posterior descending artery (pda). It was described as 10mm long, with a vessel diameter of 3.0 mm and 95% stenosis. The lesion was treated with predilatation and implantation of a 3.0 mm x 12 mm promus element stent, with 0% residual stenosis. Post index procedure, prior to discharge, elevated troponin values and myocardial infraction were reported. The patient was discharged the following day on aspirin and clopidogrel. The patient returned to the catheterization lab 29 days later for stent placement to the second target lesion. The lesion was extending from left main coronary artery (lmca) to proximal left anterior descending artery (lad). It was described as de novo with 80% stenosis and was 6 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 16 mm promus element stent. Following post dilatation, the residual stenosis was 0%. The patient was discharged two days later on aspirin and clopidogrel. On (B)(6) 2012, the patient presented with angina pectoris and was referred for cardiac catheterization. The stent located in the svg to proximal rca has a 99% restenosis. The patient was treated with balloon angioplasty and placement of a drug eluting stent (brand and size unknown). The event was considered resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
Correction: describe event or problem filed has been updated. It was initially reported that the target lesion was situated in the saphenous vein graft to right posterior descending artery (pda) and correct anatomy location should have been saphenous vein graft to proximal right coronary artery (rca). (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Patient age at time of event: born in 1937. Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).